Event description:
Patient presented to the clinic after receiving multiple shocks overnight. It was determined that the rv lead had dislodged. A magnet was placed over the device to stop the inappropriate shocks; however, the patient continued to get shocked. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
During the surgical procedure, it was found that the lv and the ra lead were pulled back all the way into the pocket. The rv was found disconnected from the ICD. All three leads were explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.